Manufacturer narrative:
(B)(4). Additional manufacturer narrative: aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve.

Event description:
Edwards received additional information that this 27mm aortic valve was explanted due to stenosis and regurgitation. The patient presented with dyspnea and intra-op echocardiogram found a torn coronary cusp. Upon visualization, there was a tear in the non-coronary leaflet, which most likely attributed to the observed insufficiency. This was excised and replaced with a 25mm pericardial valve. Post-op echocardiogram revealed good ventricular function with a well functioning aortic valve without any insufficiency. The patient tolerated the procedure well and was transferred to the ICU in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it was discarded. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable. In this case, minimal information regarding this explant was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be filed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through the implant patient registry that a 27mm pericardial aortic valve, implanted 11 years and eight months, was explanted due to stenosis. The explanted device was replaced with a 25mm pericardial aortic valve. The patient was later discharged. No additional information was provided.